Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause, hospitalization and treatment were unknown. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.